Event description:
It was reported that during a therapeutic procedure on a pt, the physician reported that the guidewire's tungsten tip peeled off while in the pt's biliary duct and that by the end of the procedure the guide tip was compeltely uncovered. The complainant reported that the physician was unable to retrieve the guidewire's tip from the pt's biliary duct. The physician was able to obtain another device to continue the procedure. The complainant indicated that there was no pt injuries or complications as a result of the reported problem, and that no additional surgery or pt interventionw was required. Several attempts were made to obtain additional event info, but it was reported that additional info regarding this event was unavailable.